Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was not determined. The troubleshooting, interventions, or other actions taken to resolve the event were an x-ray of the pelvis and device interrogation that showed all parameters within normal limits (wnl) on (B)(6) 2014. The patient experienced a loss of therapeutic effect and it was unknown if it was sudden or gradual. The patient did not experience a loss of stimulation. The patient was considering their options and it was unknown how they were doing now. It was further reported that the patient would be having surgery on (B)(6) 2014 to take their device out. The patient hoped that it would result in improvement of their pain. The stimulation was emanating on the left side event with stimulation turned off for the last 2 weeks. No outcome was reported regarding this information. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported, the patient had a loss of therapeutic effect. The patient experienced an increase in urgency, frequency, neuropathy in their feet, bowel pressure, and painful vaginal contractions a couple of weeks after implant. The patient initially had a pinching sensation, but that subsided. Decreasing stimulation relieved some symptoms, but not all symptoms. Increasing stimulation increased the pain and caused incontinence. The stimulation continued to be uncomfortable. The patient had ¿involvement¿ of the rectal area and vaginal area, which they did not have during the trial. The stimulator was turned off, but the patient still felt stimulation and spasms. The spasms were more noticeable with stimulation on. No falls or traumas were associated with the event. All parameters were within normal limits. The stimulator and leads were in position. Reprogramming was going to be done over the phone to resolve the issue. It was further reported that the patient¿s lead had not migrated according to the patient's health care provider (hcp) and they took an x-ray and the lead was intact. The electrodes were checked and everything was fine but the patient was having other problems. It turns off and the patient as still having waves or spasms and pulsations for about 4 weeks and they wanted to know what could be causing this. The patient¿s electrodes were checked and they were told that they were all working so they wanted to know what other problems could be causing pulsations. The manufacturer representative wasn¿t aware of any updates on the patient and there was not a 50 percent or greater reduction in symptoms and all 4 programs had been tried for the patient. The manufacturer representative last heard that the patient was supposed to go back to their hcp for follow-up and possible device removal. The manufacturer representative was only temporarily covering that account and had no further information. The patient was not happy with the manufacturer as they were not told what device problems were reported on page 124 in the patient therapy booklet. The patient had bladder, rectal, vagina, both legs, and feet stimulation and it was very painful. It was like they were synchronized and it went down the patient¿s legs and feet. The patient still felt stimulation when they had it turned off for 2 weeks. The pain was more prominent when the patient sat and lied down than standing. The patient reported that the manufacturer representative was notified early and another manufacturer representative called the patient and they reported pain at that time. The patient thought they should have gotten the patient therapy guide right away before the trial period and they shouldn¿t have to request that information. The patient was upset with the manufacturer's process. The patient would have an appointment on 2014 (B)(6). The patient was ¿having the device¿ but didn¿t know when it would come out. No outcome was reported regarding this information. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was not recovered and had symptoms or an issue ongoing. The patient¿s device was explanted on (B)(6) 2014.

Manufacturer narrative:
Product ID 3889-28, lot# va0l8cb, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).